Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged lung cancer, sleep dysfunction. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar auto a-flex device's sound abatement foam. The patient has alleged lung cancer. No medical intervention was specified by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture quality product investigation laboratory investigated therapy with the device and verified airflow, using a pil supplied power supply/ac power cord. Pil observed black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. Pil was able to confirm the presence of degraded sound abatement foam. The issue of degraded sound abatement foam is addressed by CAPA 7211. The manufacturer concludes there was secondary findings were observed as 6 errors were logged. Dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure, ui (user interface) knob missing, pil can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. In box d: device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.